Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000141716. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy with their scs system. The patient reported to never have gotten right sided coverage. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the right lead was explanted and replaced to address the issue. Effective therapy was restored post-op. It is unknown which lead is liable.